Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-sep-2023 h6: investigation summary the customer issued a complaint for glue on the received needle is too far towards the tip of the needle detected at market. Four (4) photos were provided for investigation. Epoxy trailing is observed on the cannula of the photos received, however, the length of the trailing could not be determined from the photos provided. Three (3) samples were provided for this complaint. All three (3) samples were measured on the epoxy trailing. The epoxy trailing of all three (3) samples were less than 4mm. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. H3 other text : see h10.

Event description:
It was reported while using bd hypoint needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we have to inform you that we have been informed by our customer that the glue on the received needle is too far towards the tip of the needle. Please let us know if it is safe to use such needles or not, because the glue is also in contact with the puncture site. We urgently need an official statement from you confirming the safety (if this is the case). Is there also a specification of the needle that reflects the amount of adhesive? There is the authority (regierung oberbayern) involved. Therefore we need a feedback / statement from you until next friday ((B)(6) 2023).

Event description:
It was reported while using bd hypoint needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we have to inform you that we have been informed by our customer that the glue on the received needle is too far towards the tip of the needle. Please let us know if it is safe to use such needles or not, because the glue is also in contact with the puncture site. We urgently need an official statement from you confirming the safety (if this is the case). Is there also a specification of the needle that reflects the amount of adhesive? There is the authority (regierung oberbayern) involved. Therefore we need a feedback / statement from you until next friday ((B)(6) 2023).

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4: medical device lot #: 1160130. D4: medical device expiration date: 30jun2026. H4: device manufacture date: 18aug2021. H6: investigation summary the customer issued a complaint for glue on the received needle is too far towards the tip of the needle detected at market. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Four (4) photos were provided for investigation. Epoxy trailing is observed on the cannula of the photos received, however, the length of the trailing could not be determined from the photos provided. Samples are required to delve into the investigation and root cause analysis regarding epoxy trailing. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed.